Event description:
It was reported that this product was explanted and replaced due to an allergic reaction. The patient has recovered and a transvenous system was successfully implanted. There were no additional adverse events reported.

Manufacturer narrative:
The electrode was returned severed approximately 393mm from the terminal end. Only the proximal segment was returned. The returned portion of the electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this product was explanted and replaced due to an allergic reaction. The patient has recovered and a transvenous system was successfully implanted. There were no additional adverse events reported.